Manufacturer narrative:
The previous reportability decision was reversed based on a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
At the end of the procedure (ureteral stent placement) surgeon noticed that the cystoscope light went through the drape causing superficial round redness on the patient's skin on the right lower abdomen, approximately 4mm diameter.